Manufacturer narrative:
The technician inspected the brake casters and found the right head brake caster wheel locks but pivots in a circle. He replaced the right head brake caster to repair the bed.

Event description:
Information received indicates the bed will not brake properly.